Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02811. It was reported the patient experienced ineffective stimulation after suffering a hard fall. Field representative was able to provide the patient adequate pain relief with one of the patient's two leads. X-ray confirmed the patient's right lead had migrated from t7 to t10-t11. The issue began after the fall. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02811. Follow-up information provided the patient had leads explanted and replaced on (B)(6) 2018. Therapy was restored. Issue has been resolved.